Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 32 mg/dl. Based on this value, patient was given a glass of orange juice. Reporter stated that, 5 minutes later, patient's blood glucose was retested using the suspect device with a result of 314 mg/dl. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.